Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was in atrial fibrillation (af) and had develop sepsis. As of this time, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was in atrial fibrillation (af) and had develop sepsis. As of this time, the lead remains in service. No additional adverse patient effects were reported.